Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and reservoir was not able to lock in place. The customer¿s blood glucose level was 49 mg/dl. The customer stated that the reservoir o ring was chipped away. The customer also stated that the reservoir lip ring was damaged. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. The reservoir tube lip was partially broken off but the test reservoir locked in place properly.